Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). A database analysis indicated no anomalies with the device but showed signs of poor charger to ipg coupling that suggested a poor ipg depth or orientation. The patient underwent a repositioning of the ipg and was doing fine post-operatively.